Event description:
The account alleged that the head section would not lower electrically or mechanically.

Manufacturer narrative:
The account inspected the bed and found that the retracting frame had a broken weld which caused the head section to become misaligned which prevented the head from lowering. The account replaced the retracting frame assembly to repair the bed.